Manufacturer narrative:
UDI -- (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the sales rep, the hakim valve was unable to be reprogrammed and was revised. There were no reports of delay or patient harm.

Manufacturer narrative:
Updated UDI : (B)(4). The valve was returned for evaluation. The valve was visually inspected; needle holes in the rickham connector as well as in the silicone housing were noted. The position of the cam when valve was received was 180mmh2o. The valve was tested for programming and failed the test; the cam mechanism did not move during the programming process. The valve was flushed and found to leak from the needle holes. The valve was flushed; no occlusions noted. Reflux testing was performed and passed. The valve was pressure tested and passed. The silicone was cut just after the cam mechanism, and the mechanism was unstuck. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the on the cam mechanism. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the results of the investigation, the reported issue was confirmed. The root cause of the problem reported by the customer is due to the biological debris found on the cam mechanism. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.